Manufacturer narrative:
The spelling of the initial reporter's name is appoximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 555 mcg/ml of baclofen at 99.9 mcg/day via an implantable pump for intractable spasticity. It was reported a motor stall was seen upon interrogation and the patient had recently had a magnetic resonance imaging procedure (MRI). The hcp was performing a refill on the patient and noticed a motor stall had occurred on (B)(6) 2019. It was confirmed the patient did have an MRI and the device was not interrogated post MRI. The hcp stated the logs showed the motor stall occurred on (B)(6) 2019 with a tube set on (B)(6) 2019. The patient¿s pump had not been alarming, and the patient had no symptoms of withdrawal. No symptoms were reported. The logs were read, and the motor stall had not recovered. Telemetry state was reviewed. The hcp planned to check the logs again in 15-20 minutes (on (B)(6) 2019) to confirm the pump recovered after the MRI on (B)(6) 2019. The hcp stated the MRI was not done due to a suspected problem with the patient¿s infusion device or therapy. No further complications were reported or anticipated.

Event description:
Additional information received from a company representative (rep) reported that the pump was returned to medtronic due to eri (elective replacement indicator). No complications reported.

Manufacturer narrative:
H3: analysis of pump (s/n: (B)(6)) identified no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.